Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of device generating heat identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to component failure from wear. UDI: (B)(4).

Event description:
It was reported by india that during service and evaluation, it was determined that the attachment device was generating heat. It was further observed that the device had vibration, could not engage attachment and could not insert cutter. It was further determined that the device failed pretest for cutter insertion, vibration and temperature. It was noted in the service order that the attachment was not properly holding the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.